Event description:
Related manufacturer reference number: 2017865-2021-33919. It was reported that the patient presented to the hospital for a generator exchange procedure on (B)(6) 2021. During examination of leads prior to the procedure, it was noted that the right ventricular (rv) and right atrial (ra) leads both had noise which caused inhibition of cardiac pacing. There was insulation damage noted on both the leads as well. The ra and rv leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.